Event description:
It was reported that the patient presented to the hospital remotely for a follow up on (B)(6)2023 . During examination, it was noted that the right ventricular (rv) lead was having r-wave sensing issue. No programming changes were performed and lead will be monitored going forward. The patient was in stable condition.